Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. Customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 100 mg/dl. The product will not return for the analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).